Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 409 mg/dl. Customer's current blood glucose value was 389 mg/dl. Customer was treated with insulin pump. Customer was using auto mode. Customer did not feel ok to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).